Event description:
Spontaneous: pt and (B)(6) [home health nurse] stating they were having issues infusing pt's cuvitru with the freedom 60 pump. (B)(6) denied kink in freedom tubing or needle set line. (B)(6) stated that there was too much resistance from the black tab and caused the pump to automatically switch off. Counseled (B)(6) to take syringe out of pump, remove flow rate tubing. Attach syringe directly to needle set, push 1-2 ml every minute. Do not push if there is resistance. (B)(6) verbalized understanding and had no further questions for rph. Indication: common variable immunodeficiency, unspecified; nonfamilial hypogammaglobulinemia; selective deficiency of immunoglobulin a [iga]. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? Yes; was any medical intervention provided? No; is the actual device available for investigation? Yes; pt is returning pump. Did we replace the device? Yes. Reported to (B)(6) by health professional.